Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen froze up. Temperatures, pressures, and alarms continued to function and were displayed but could not be adjusted. The device was not changed out, as the perfusionist (ccp) used manual controls and other timers on pump. The screen did start working about twenty minutes later, so they were able to use the touchscreen to finish the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the ccp stated there were no issues during set-up and she was able to perform all functions that are normally done with the ccm (select a perfusion screen, input patient size, calibrate the pressure transducers, turn on the air bubble detector and level sensors, etc. There were no error codes, audible messages, or any indication during set-up that there could be an issue. During cpb, the ccp attempted to interface with the touchscreen of the ccm and no action occurred. She touched the intended section of the ccm icon and again the screen would not re-act to the touch. The information on the screen appeared current and active as the timers continued to run, the temperatures changed, and the pressures changed. The values remained active, but the actual touch functions of the ccm stopped working. During this time, a low level alert occurred and the level alert did clear, but the dialog box that opened on the ccm could not be closed. The ccp used local controls of the pumps and had no issue controlling pump speeds. A medtronic biomedicus centrifugal pump was used as the arterial pump and had no connection to the system-1. About twenty minutes later, the touchscreen functions of the ccm returned and the ccp was able to again use the touchscreen to make changes, close dialog boxes, track cardioplegia volume, etc. The ccm had no other issues the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.